Event description:
It was reported that the insulin pump was accidently dropped in water. The insulin pump also had a button error alarm. No further information reported.

Manufacturer narrative:
(B)(4). Unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Insulin pump received with minor scratched display window. Unit received cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.